Event description:
It was reported that balloon rupture occurred. The 50% in-stent re-stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). A 3.0mm non-boston scientific stent was previously implanted. A 3.00mm x 15mm nc emerge balloon catheter was advanced to dilate the lesion, however, during the initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported.